Event description:
It was reported that this system with a non bsc right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) recorded episodes where functional loss of capture (loc) is suspected due to atrial rate, and some intermittent true loc is observed. There were also pacemaker mediated tachycardia (pmt) episodes recorded. They recommended checking device at this time. There were no symptoms recorded and the ICD and rv lead remain implanted at this time. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.